Event description:
Patient ID: (B)(6).

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
This is filed for pericardial effusion. It was reported that on (B)(6) 2017, two clips were successfully implanted, reducing grade 3+ functional mitral regurgitation (mr) to grade 1+. On (B)(6) 2017, transthoracic echocardiogram was performed and noted a trivial pericardial effusion. It was unknown when the pericardial effusion occurred or what device caused the pericardial effusion. It was noted that no device issues occurred during the mitraclip procedure, that could have led to the pericardial effusion. No treatment was provided and the event was noted to be resolved on (B)(6) 2017. No additional information was provided.